Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/13/2023, it was reported by a sales representative via email that (2) ar-3636 knotless fibertak would not cinch down. The surgeon decided to leave the implants in the patient, even though they were not fully cinched. This was discovered during a labra repair procedure on (B)(6) 2023. Additional information received on 11/15/2023: the case was completed using a product from another manufacturer. The case was delayed for about ten minutes.